Event description:
It was reported that the arctic sun device was not working. The nurse had a patient on the device and was not cooling. The patient temperature was 38.8c, target temperature was 36c, water temperature was 32.4c and flow rate was 3.4l/m. Nurse went to event log and found alarm 05 (water reservoir empty), alarm 45 (ac power lost), alarm 109 (esophageal probe recommended), and alert 113 (reduced water temperature control). Nurse confirmed that the water reservoir was full, and an esophageal probe was being used. The chiller temperature (t4) was 32.8c, mixing pump command was 100 percentage, system hours were 1472, pump hours were 1741. Mis informed inquirer this sounds like a chiller or mixing pump issue, they should stop therapy and send device to the biomed. Per review of wo on 22mar2023, date of event occurred was 20mar2023. Per follow up information received via email on 24mar2023, therapy was continued on another device. No intervention reported.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. As the reported issue was unconfirmed and not a manufacturing or supplier related failure a device history record review was not required. As the reported event was unconfirmed, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not working. The nurse had a patient on the device and was not cooling. The patient temperature was 38.8c, target temperature was 36c, water temperature was 32.4c and flow rate was 3.4l/m. Nurse went to event log and found alarm 05 (water reservoir empty), alarm 45 (ac power lost), alarm 109 (esophageal probe recommended), and alert 113 (reduced water temperature control). Nurse confirmed that the water reservoir was full, and an esophageal probe was being used. The chiller temperature (t4) was 32.8c, mixing pump command was 100 percentage, system hours were 1472, pump hours were 1741. Mis informed inquirer this sounds like a chiller or mixing pump issue, they should stop therapy and send device to the biomed. Per review of wo on 22mar2023, date of event occurred was (B)(6) 2023. Per follow up information received via email on 24mar2023, therapy was continued on another device. No intervention reported.